Event description:
It was reported that a customer had passed away on (B)(6) /2025. The cause of death was reported to be due to low blood glucose. Reportedly, the customer was wearing the pump at the time of death. A review of pump data will be performed, and the results will be submitted in a supplemental report.